Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed a review of the lot history (f1632801) was performed and revealed an added inspection step during the manufacturing process; however, this added step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. According to the product instructions for use, users are instructed, for arterial closure, if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. Furthermore, users are cautioned that serious adverse events might result with the use of the mynx vcd in vessels not suitable for the use of the device. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the lot history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that the sealant of the 5f mynxgrip vascular closure device (vcd) was deployed inside of the patient's left common femoral artery. The mynx device was being used for arterial closure following a diagnostic cerebral angiography. The catheter procedure was a retrograde approach. There was no multiple sheath exchanges; and no procedural sheath greater than 7f was used prior to introducing the mynx. Contrast and imaging was not used to confirm balloon placement. Following sealant deployment, the deployer reportedly did not over-tamp or fail to hold tension on the catheter while tamping. Hemostasis was achieved with the mynxgrip. The day after the procedure, the patient presented to the emergency room (ER) with a cold leg. The patient underwent a left femoral and popliteal cutdown, and embolectomy. The peg sealant was discovered during the open surgical procedure and the sealant was removed from the artery to restore distal blood flow. The patient was hospitalized for five days. Additional information was requested, but is unknown at this time.